Event description:
It was reported that the customer had a button error on the insulin pump. Customer tried to clear it and the esc and act button were not working. Customer stated that maybe she pressed it too hard. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer will be sent a loaner pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.